Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the surgery, loss of capture at higher outputs with high capture threshold and r-wave amplitude variation were noted on the right ventricular (rv) lead. The lead was not implanted and the physician elected to complete the procedure with a different lead. The patient's condition remained stable.